Event description:
The implant was removed due to an unknown reason. Tooth #6.

Manufacturer narrative:
Zimvie complaint (B)(4).

Manufacturer narrative:
This report is being submitted to report additional information. Customer follow up has confirmed that this event no longer meets the requirements of a reportable event. No further medwatch will be submitted for the event.

Event description:
It was reported that the implant never osseo integrated and was removed.